Event description:
The dexcom g7 sensor is deeply faulty. Over the last 120 days, at least 7 of my sensors have failed due to poor quality. 12 sensors is meant to cover that period, and 7/12 is a very bad result. These are only the failures that resulted in a significant amount of value lost - many of my sensors had errors on the last day or two of their use period and I didn't think it was worth pursuing reimbursement. Many of these errors were technical issues, but a full half of them were due to the sensor detaching from the adhesive patch, leaving the adhesive patch and overpatch still stuck firmly on my arm. As an office worker I don't lead an active lifestyle or put undue stress on my sensors, and the number 1 thing that causes the detachment is simply (rolling over in bed). A product that breaks under gentle stress caused by simple everyday activities is a faulty product. I can't go back to the previous sensor system, the g6, because they just phased it out. I don't want to go to a competitor, because this is the only sensor that communicates with my insulin pump and connects to my phone - if I switch to freestyle, I'd have to carry a phone and two controllers/receivers around everywhere I go in addition to the emergency fallback equipment I already carry (like a manual blood glucose meter). I can't even report this error consistently to dexcom, because their error report form doesn't have an option to report a sensor detaching from its patch, just a patch falling off of the arm, and there's no option to include a comment. I have missed work due to alerts from a faulty sensor keeping me up all night. I've had low blood sugars and extended periods of high blood sugar. I rely on this product, and dexcom's newfound lack of care for the quality of what it is selling is measurably and negatively impacting my quality of life. I don't know what to do, because I don't want to switch, I can't go back to the sensor that worked, and there's no way to complain to them directly about these constant issues other than an error report form handled by a customer service representative who doesn't even have the power to ensure I get sent a product return kit, let alone make any real change. I've included two photos of the sensor peeling off of the adhesive patch; the disconnections aren't the only issue, but they've been the most common one. The patch looks a little gross because it gets discolored by body oils after a couple days, so I just wanted to include a warning here - it's not vile and there's no blood or bruising, but it looks grungy. This report captures dexcom g7 sensor #2. Patient code: 1905; 1912. Device code: 1014; 2907; 3023. Reference reports #: mw5190189, mw5190191, mw5190192, mw5190193, mw5190194, mw5190195.